Event description:
Device malfunction: guide wire shaping ribbon, untwisted/unwinded. Time of malfunction: during prep. Symptoms/ae: none. It was reported that during prep of the rx accunet, before the device was inserted into the patient, it was noticed that the tip of the guide wire was untwisted/unwinded. The device was replaced with a new rx accunet. There was no patient involvement and no additional information was available.

Manufacturer narrative:
Results: quality engineering was unable to determine a conclusive root cause for the damage observed on the wire tip coils. Evaluation summary: quality assurance analysis of the returned unit revealed that the rx accunet was returned retracted into the delivery sheath. There was no blood visible on the filter basket or delivery sheath. The peel-away feature of the delivery catheter had not been peeled. There was no damage to the filter basket observed. The tip coils of the rx accunet wire were stretched 0.7 mm proximal to the tip ball for the length of 1.1 cm. The shaping ribbon was separated 0.7 mm proximal to the tip ball. There was no other damage observed on the device. Quality engineering has reviewed the incident report and the analysis of the returned device. It was reported that the wire tip coils were stretched proximally and the shaping ribbon had separated from the tip ball. It was determined that a tip damage of this nature may happen inadvertently during wire removal from the dispenser, or during shaping. This can occur if the wire is removed rapidly while holding the distal tip. Quality engineering was unable to determine if the tip was protruding from the prep chamber prior to opening the package, or if it occurred while opening the package. A review of the lot history record did not reveal any non-conforming material reports which could have contributed to this complaint. Quality engineering was unable to determine a specific root cause for this event. This MDR is considered closed by the quality assurance department.